Event description:
Additional information: 3. Did any patient sustain an injury or require medical intervention as a result? 3. No patients sustained injuries.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples sent for evaluation. Bd received 24 sealed representative 20 ga x 1.00in insyte autoguard bc devices from lot #4261371. A functional and visual examination revealed no damage or defects in the returned samples. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte autog bc pnk 20ga x 1.0in catheter was defective / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Plastic sheath, cracking and breaking. Item: 382533.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.